Event description:
It was reported that during the inspection of the loner kit, the product was found to be broken. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed annex g code- mechanical (g04) - drill. Visual examination of the returned product identified the drill has gouges on the flutes of the drill bit and the tip of the drill bit is fractured and was not all returned. The impactor has nicks, gouges and scratches around the entire surface. The strike plate has fractured away from the impactor body. All pieces are returned. It remains that a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture of the drill identified the lot number is verified. Fracture cannot be confirmed. Visual examination of the provided picture of the impactor confirms the strike plate has fractured off and the impactor shows signs of wear; discoloration and scratch marks throughout. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.